Event description:
The site reported the following: a foreign material was observed on the spike when the CT syringe kit was opened. This was noticed prior to use.

Manufacturer narrative:
Bayer r & I product analysis received and examined the returned syringe kit, lot number 135025, and identified a yellow, fibrous foreign contaminant on the spike assembly. The foreign material was observed both on the exterior and within the fluid path of the spike assembly. The product analysis report concluded that there is a possibility the foreign material could be injected if not detected. Bayer r & I has issued a bayer supplier corrective action request (scar) to the component supplier for this issue. This is a formal investigation to determine to the root cause and applicable correction(s). As part of this activity, an effectiveness check of any resulting corrections/improvements will also be performed. In the event additional info is obtained, a follow-up report will be submitted.